Manufacturer narrative:
Findings: button error alarmed after boot up and intermittent button response on the act and down arrow buttons due to corroded keypad traces noted. Minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that he was installing a wood fence when alert occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.